Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. A request for additional patient/device information is being made; a supplemental report will be provided following receipt of this information.

Event description:
(B)(4) it was reported that due to infection, the patient requires a "washout" procedure with revision of the polyethylene portion of the tibial component. The revision was completed on (B)(6) 2016 with a non-stanmore implants device.

Manufacturer narrative:
The reported cause of the revision is due to infection. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection and is not necessarily related to the device. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends.

Event description:
It was reported that due to infection, the patient requires a "washout" procedure with revision of the polyethylene portion of the tibial component. The revision was completed on (B)(6) 2016 with a non-stanmore implants device. This is a supplemental report to 3004105610-2016-00058 ((B)(4)).